Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding the patient¿s implantable drug infusion device. The drug being delivered was 2,500 units/ml heparin at 17.5 units/day. The reason for use was cancer chemotherapy. It was reported that the actual reservoir volume (arv) was greater than the expected reservoir volume (erv). Since may 2019 they have been getting a full 20 ml every time they go to refill the pump. Technical services (ts) reviewed it is most likely not the pump but is likely the catheter. Ts reviewed the pump shutting down process and how it is not re-programmable after. The doctor and patient agreed to it. Ts provided pump off code to caller for the 8840 programmer. There were no symptoms reported. There were no further complications reported/anticipated.